Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that at each follow-up, atrial and ventricular lead impedances were decreasing. Since pacing and sensing were normal, follow-ups continued. When the device was removed, normal impedances were noted for the leads.